Event description:
The user received an erroneous troponin t result for one patient sample. The initial result was 0.100 ng per ml. The same patient had another sample collected later the same day which gave a result of less than 0.010 ng per ml. The original sample was then retested and gave a result of less than 0.010 ng per ml. No information was provided to determine if the erroneous result was reported or if the patient was adversely affected. If additional information is received, appropriate notification will be provided.